Manufacturer narrative:
Part returned to manufacturer on mar 3, 2014. Device evaluation anticipated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon was performing an open reduction internal fixation of a right distal radius fracture. During the case, the scrub tech attached the guide block to the 2-column distal radius plate using the indicated set screw provided. The surgeon began to implant the plate and noticed the guide block was not fitting securely on the plate. He used the indicated t-8 screwdriver to further seat the setscrew. The setscrew had no purchase and spun freely. It was noticed that the setscrew had broken during routine use. On closer examination, the threaded aspect of the setscrew of the guide block had sheared off and the threads were still inside the plate. The threaded portion of the setscrew was left in the plate, an alternate drill sleeve was selected, and the case was completed successfully. This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
Additional narrative: a product development evaluation was completed: the returned guide block was received with the distal threaded section of the fastening screw broken off but was not returned. The remaining broken stud shows a break which is homogenous and indicative of consistent material composition but is bent. The knurled screw head shows pry/clamping marks on one side only and the combination of the bend stud and directionally impacted knurled head provides the understanding that the screw¿s head was either pried or clamped against to likely gain additional fracture reduction. This action firstly would have bent the screw then when torque was applied to lock the bent screw, it sheared at the weakened bend. The technique guide does not provide any recommendation to pry or clamp onto this delicate screw for any reason. The relevant drawings were reviewed and determined to be suitable for their intended design, application and dimensional conformity when used as recommended. The method of use for the guide block has likely led to this confirmed complaint although the complaint condition is confirmed; it was not the result of a design deficiency. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.